Event description:
It was reported that the patient with the pacemaker device exhibited loss of capture (loc) on this right ventricular (rv) channel and high capture threshold values at 7.5v. The patient is not rv dependent. The rv lead impedance measurements were within the normal limits. The health care professional (hcp) wanted to know if this system is magnetic resonance imaging (MRI) conditional. Technical services (ts) reviewed and stated to make sure that the cardiology order form clearly stated that it was ok to hit continue if they choose to move forward with MRI. Ts stated that it does not make it non-conditional based on what it shows in the MRI tech guide. The hcp stated they might perform programming changes. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with the pacemaker device exhibited loss of capture (loc) on this right ventricular (rv) channel and high capture threshold values at 7.5v. The patient is not rv dependent. The rv lead impedance measurements were within the normal limits. The health care professional (hcp) wanted to know if this system is magnetic resonance imaging (MRI) conditional. Technical services (ts) reviewed and stated to make sure that the cardiology order form clearly stated that it was ok to hit continue if they choose to move forward with MRI. Ts stated that it does not make it non-conditional based on what it shows in the MRI tech guide. The hcp stated they might perform programming changes. This rv lead remains in service. No adverse patient effects were reported. Additional information received indicated that the MRI was successfully performed, and no adverse effects were reported. This lead is planned to be explanted soon. Subsequently this lead was explanted and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
This report captures additional information of the explant of this device and impact on the patient.